Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n220057007, implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n220057007. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that device was explanted due to infection. Device was explanted by the hcp, without alerting the manufacturer. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed was unknown. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.